Event description:
It was reported that during an open gastrectomy, an unformed staple was found inside the patient after firing. The target tissue was cut and stapled properly. The firings were completed. The cartridges were loaded on a linear cutter/stapler device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that three cartridge reloads were received. Three cartridges were received fully fired and in good visual conditions. No functional test could be performed due to the condition of the reloads. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Cartridge b = k5e50d mfg date: 11/05/2013 exp date: 10/05/2018; cartridge c = l51v6h mfg date: 03/06/2014 exp date: 2/6/2019.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.